Event description:
It was reported that the patient experienced dilated cardiomyopathy; it was suspected that capture anomaly observed on the right ventricular lead was the cause of the patient¿s dilated cardiomyopathy. The lead was capped and replaced. No further information was reported.